Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the mps2 console. The report stated that after completion of a procedure while disconnecting the delivery line from the table, the perfusionist noticed evidence of backflow on the antegrade line and leakage (blood) through the vent line. The perfusionist was not certain if this was user error on her part in connecting the lines. This report is being filed as a precautionary measure in case the alleged issue is attributed to the console. The report stated that the same console was used in two procedures afterward with no issues occurring. The console was returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
Evaluation of the console could not duplicate the reported issue. Follow up with the complainant found that she believed the error was user-error and there was not an issue with the console itself. The console was evaluated including log data. No issues were found.